Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, it this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During procedure, for a rapid pacing it was used existing permanent pacemaker and programmer. During valve deployment, the rapid pacing was interrupted with a loss of capture of permanent pm, the valve was implanted in the right position but due to the stop of rapid pacing, the valve and the balloon moved together over the sinotubular junction (stj). It was decided to implant a second valve, 29mm edwards sapien 3 transcatheter heart valve due to the patient's age. After the 29mm s3 valve deployment, it was noticed a hypoperfusion of the coronary arteries. The hypoperfusion was determined by the limited distance between the two implanted valves. At this point, it was tried to displace the first embolized valve higher than the junction with no benefit. The patient died for coronary insufficiency flow. The patient presented mild calcification degree of the valve. The height of coronaries was 16mm left coronary artery and 21mm right coronary artery.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valvular malposition was unable to be confirmed due to unavailability of relevant imagery. No potential manufacturing non-conformance was identified. A review of IFU/training materials revealed no deficiencies. As reported, 'during valve deployment, the rapid pacing was interrupted with a loss of capture of permanent pm, the valve was implanted in the right position but due to the stop of rapid pacing, the valve and the balloon moved together over the stj'. The loss of pacing during the valve deployment could lead to unstable valve deployment resulting in thv malposition. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03783.

Event description:
Edwards received notification from our affiliate in italy. As reported, it this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During procedure, for a rapid pacing it was used existing permanent pacemaker and programmer. During valve deployment, the rapid pacing was interrupted with a loss of capture of permanent pm, the valve was implanted in the right position but due to the stop of rapid pacing, the valve and the balloon moved together over the sinotubular junction (stj). It was decided to implant a second valve, 29mm edwards sapien 3 transcatheter heart valve due to the patient's age. After the 29mm s3 valve deployment, it was noticed a hypoperfusion of the coronary arteries. The hypoperfusion was determined by the limited distance between the two implanted valves. At this point, it was tried to displace the first embolized valve higher than the junction with no benefit. The patient died for coronary insufficiency flow. The patient presented mild calcification degree of the valve. The height of coronaries was 16mm left coronary artery and 21mm right coronary artery.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.